Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, curved opening, fold creases, wear abrasion, white particles in shell, brown particles in valve, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test was performed, which identified leakage per brown particles, these particles were not removed. And, subsequently, a microscopic analysis was performed, which identified particle leakage. Also, it was observed, a curved sharp opening on valve bond edge assessed, as unidentified (tear) opening. (No shell thickness, due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment was: of a sharp opening assessed, as unidentified (tear) opening. And particles on fill channel assessed, as particle. Leakage.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.